Event description:
Technical services received a call on (B)(6) 2011. Caller wanting to fax in strip to see if technical services thinks it is fibrillation or noise on this lead. Thought it was fibrillation, but he hasn't seen fibrillation that looks like this. Technical services looked at strio and feels this is afib, due to the conduction in the rv. No. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).